Event description:
It was reported that a primary infusion of normal saline was initiated on (B)(6) 2019. The following day, (B)(4) 2019, the patient went to radiology for a CT scan. The radiology technician clamped the tubing as normal saline was infusing, paused the pump, injected 100cc of dye in a 100cc syringe into the j loop at the lowest port and when opening the clamp a "pop" was heard and the technician observed that the tubing had separated. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Section a.2; patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient. Additional patient information: diagnosis: abdominal pain.

Event description:
It was reported that a primary infusion of normal saline was initiated on (B)(6) 2019. The following day, (B)(6) 2019, the patient went to radiology for a CT scan. The radiology technician clamped the tubing as normal saline was infusing, paused the pump, injected 100cc of dye in a 100cc syringe into the j loop at the lowest port and when opening the clamp a "pop" was heard and the technician observed that the tubing had separated. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing split was confirmed. Visual inspection noted the set in two segments as the silicone tubing had been torn 0.2315 inches below the ring retainer of the upper fitment. A section of the tubing was examined under magnification and found the tubing to be concentric. No tool marks or scratch marks were observed at the upper or lower fitment. Functional testing was not performed due to the torn tubing and obvious leak that would occur. The cause of the customer¿s report was due to the damaged tubing. The root cause of the tubing damage could not be determined.

Event description:
It was reported that a primary infusion of normal saline was initiated on (B)(6) 2019. The following day, (B)(6) 2019, the patient went to radiology for a CT scan. The radiology technician clamped the tubing, paused the pump, injected the dye and when opening the clamp a pop was heard and the technician observed that the tubing had split.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a primary infusion of normal saline was initiated on (B)(6) the following day patient went to radiology, radiology tech clamped the tubing, paused the pump, injected the dye and then when she opened the clamp at she heard a pop and saw that the tubing had split. (For review - revision - rjr) it was reported that a primary infusion of normal saline was initiated on (B)(6) 2019. The following day, (B)(6) 2019, the patient went to radiology for a CT scan. The radiology technician clamped the tubing, paused the pump, injected the dye and when opening the clamp a "pop" was heard and the technician observed that the tubing had split.